Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using ilet with dexcom g6 experienced recurrent low glucose events and perceived that the algorithm was delivering excessive insulin, while frequently omitting meal announcements and taking correction boluses; the patient also performed a factory reset and received education on meal spacing, announcing usual meals, and appropriate treatment of hypoglycemia with fast-acting carbohydrates. Symptoms included hypoglycemia with rebound hyperglycemia following overtreatment of lows. Outcomes included the need for troubleshooting and user education with no hospitalization. Investigation included customer care review of use patterns and guided device reset. Investigation of this case revealed algorithm maladaptation driven by non-announced meals and overtreatment of hypoglycemia, with correction boluses contributing to insulin stacking. It was concluded, based on previously established findings for similar reports, that user technique and therapy management, including non-announcement of meals and non-standard low treatment, caused the event.